Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. It was reported the issue occurred during the self-check process. After the self-check was completed, when the recorder was triggered to print, the machine would display a black screen and then restart. The remote service engineer (rse) evaluated the device remotely. The rse restarted the device to resolve the problem and the device returned to full functionality. Based on the information available and the testing conducted, the cause of the reported problem could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The black screen issue was resolved by restart of the device.

Event description:
Philips received a complaint on the heartstart xl defibrillator monitor indicating the device showed a black screen. There was no patient involvement.